Manufacturer narrative:
A visual examination revealed that the exit marker was found to be bunched up, loose on the catheter. The balloon was relaxed and deflated. The catheter shaft was found to be cut below the exit marker at 31 cm from the distal tip. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event of exit marker bunched up was confirmed. The accordion appearance of the exit marker is consistent with forcible catheter withdrawal. The most probable root cause of this event is operational context as the complaint was most likely caused by procedural/anatomical factors encountered during the procedure, which limited the performance of the device.

Event description:
It was reported to boston scientific corporation that a cre balloon was used during a dilation in the small intestine procedure performed on (B)(6) 2014. According to the complainant, the procedure was completed with this device but during withdrawal, the exit marker bunched. There were no pieces of the device detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) exit marker bunched. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre balloon was used during a dilation in the small intestine procedure performed on (B)(6) 2014. According to the complainant, the procedure was completed with this device but during withdrawal, the exit marker bunched. There were no pieces of the device detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.